Manufacturer narrative:
The insulin pump was received with no a52 alarm noted and the insulin pump passed the self test. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that was in the process to do a complete set change and the insulin would not suspend and alarmed software error. Troubleshooting was done. Customer's blood glucose was unknown. Customer's current blood glucose was 86 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer stated she was able to suspend but after clearing out carbohydrates and insulin totals along with time and date. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.